Event description:
A caller reported a malfunction in the pump. There was no reported adverse impact to the customer¿s blood glucose level. The issue did not cause the customer's blood glucose level to exceed a critical threshold, indicating no adverse impact on the customer's glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.